Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for the last 3 months she is having pain between the shoulder blades and the area where she put the magnet to charge the implant. Patient stated she feels like the implant has moved or shifted. Patient stated she is not sure what the next step would be to get the implant remove because its causing a lot of pain. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed hcp listing and recommend patient consult with healthcare provider ofc for next steps. Patient stated they will contact  hcp for next steps.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.